Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4) passed the initial functional testing but failed the load cell characterization test. The root cause of the noted failure was the defective load cell 2. The platform's physical damage and defective load cell were likely attributed to mishandling such as a drop. The defective load cell 2 was replaced to remedy the fault. Upon visual inspection, the load plate cover was observed damaged with small holes that affect the watertight seal. The likely root cause for this observed physical damage is user mishandling. The load plate cover was replaced to address the issue. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During preventive maintenance (pm) performed at zoll, the autopulse platform (s/n 41380) failed the load cell characterization test. No patient involvement.